Manufacturer narrative:
The lot was manufactured between january 06, 2018 - january 07, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No defect was identified during initial inspection. Functional testing was performed and revealed a leak at the spike port cap from the base of the spike port tubing. The reported problem was verified. The cause of the reported condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. The leak was discovered during setup and preparation. There was no patient involvement. No additional information is available.